Event description:
It was reported that the patient received inappropriate therapy. The lead integrity alert (lia) was triggered on the right ventricular (rv) lead for high impedance, noise, and short v-v intervals. The lead had visible insulation damage close to the connector. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 12229 of 13771 lifetime ventricular short interval counts (v-sic) occur since (B)(6) 2013. 14 non-sustained tachycardia (nst) and 1 ventricular fibrillation (vf) episodes of <(> <<)> 220 ms v-v cycle are recorded between 17 and (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. Max v-pace impedance rises from an approximate baseline of 900 ohm to > 4000 ohm the week ending (B)(6) 2013.